Manufacturer narrative:
The manufacturer previously reported a failure of a ventilator's internal battery. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the charge of the internal battery was observed. The device's power management board was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator had a failure of its internal battery. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.